Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return product for evaluation.

Event description:
Consumer was removing a tampon and the tampon came apart inside her. Consumer indicated some of the pieces remained inside after removal of the tampon. Consumer indicates that pieces left inside caused an infection, she saw her doctor and was treated with antibiotics. This is a non-us event. The malfunction occurred in (B)(6).